Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. It was confirmed in the rdf that the procedure ran for approximately 2.5 minutes before the operator selected "endrun" and stopped the run. The trima never entered a return cycle and the procedure was ended while the procedure was still in the first draw cycle. The signals in the run data file indicate that the trima accel system operated as intended. The customer stated that per the operator, during set-up she routinely places the anticoagulant bag in one location and saline bag in the other location. She believes she picked the bags up at prime and attached them without reconfirming which bag she had. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported an incident of operator error in switching the anti coagulant citrate dextrose solution (acda) and saline fluid lines during set up for a double red blood cell (drbc) collection. Per the customer, the error was noticed two minutes after starting the first draw. The operator immediately ended the run without rinse back. The donor did not have any problems and no medical intervention was required. The collection was not restarted and the donor was deferred for 8 weeks. Donor's complete identifier: (B)(4). The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The trima operator's manual directs the operator of the proper manner and sequence to connect solutions. Root cause: based on the customer statements and the rdf analysis, the root cause of this incident is determined to be operator error. Correction: terumo bct followed-up with the customer in regards to the reported condition.